Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 01oct2018. International UDI: (B)(4). Philip's international service technician replaced the motor controller (mc) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, philip's international service technician reported an error code for over voltage protection circuit failed was found in the error log. There was no patient involvement. The event date was not specified; estimate used.